Event description:
Immediately following the successful coil embolization of an anterior communicating artery aneurysm, the patient suffered a transient ischemic attack (tia). The patient awoke from the anesthesia with slight weakness of the left arm and leg. Given 300mg of aspirin to treat the tia. There was no thrombus observed during or after the procedure. The tia was reported to be resolved the same day with no residual effect.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.